Manufacturer narrative:
Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for label lift with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. H3 other text : see h.10

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes labels are peeling off. This was discovered before use. The following information was provided by the initial reporter: material no. 367986 batch no. 9067880. It was reported that the labels are peeling off the tubes. The labels are peeling off of several tubes

Manufacturer narrative:
The following fields have been updated with corrections: site legal name (FDA): sumter. B.5. Describe event or problem: it was reported that bd vacutainer® sst¿ blood collection tubes labels are peeling off. This was discovered before use. The following information was provided by the initial reporter: material no. 367986, batch no. 9067880. It was reported that the labels are peeling off the tubes. The labels are peeling off of several tubes. D.1. Medical device brand name: bd vacutainer® sst¿ blood collection tubes. D.3. Medical device manufacturer: sumter. D.2. Medical device catalog #: 367986. D.4. Medical device expiration date: 2020-02-29. D.4. Medical device lot #: 9067880. D.4. Unique identifier (UDI) #: (B)(4). G.1. Manufacturing location: sumter. G.5. PMA/510(k)#: bk050036. H.4. Device manufacture date: 2019-03-08.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes labels are peeling off. This was discovered before use. The following information was provided by the initial reporter: material no. 367986 batch no. 9067880. It was reported that the labels are peeling off the tubes. The labels are peeling off of several tubes.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ tubes labels are peeling off. This was discovered before use. The following information was provided by the initial reporter: material no. Unknown, batch no. Unknown. It was reported that the labels are peeling off the tubes. The labels are peeling off of several tubes.